Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of the reported no image issue could not be determined, however, the issue was likely due to bending section-rubber leakage during user handling/mishandling, resulting in the ingress of water into the device, causing an electronic component failure. The event can be detected/prevented by following the instructions for use section which state: -inspection of the endoscopic image ¿-do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, video cable, video connector, or light guide connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, video cable, video connector, or light guide connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient¿. ¿-inspection of the endoscope : inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities¿. ¿-be sure to perform a leakage test on the endoscope prior to manual cleaning, and do not use the endoscope if a leak is detected. Use of an endoscope with a leak may cause a sudden loss of the endoscopic image, damage to the bending mechanism or other malfunctions¿. Olympus will continue to monitor field performance for this device.

Event description:
The company representative attended a service call on-site with the customer. During testing, the bronchovideoscope was connected and a distorted image was displayed on the monitor. The company representative advised the customer to return the device to olympus medical service center. The distorted image issue is not malfunction reportable. The customer reported the issue was previously noted during reprocessing after a diagnostic bronchoalveolar lavage. The patient procedure was completed successfully. The device was returned for evaluation. During testing, the device was connected and no image was relayed to monitor. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. No adverse effects to patient were reported.

Manufacturer narrative:
The device was returned for evaluation. The reported issue (image distortion) was not confirmed; the image would distort briefly when the angulation lever was activated but then image would resolve. The image loss that was found was caused by damage to the charge coupled unit. Examination was performed: this showed the insertion tube and connecting tube both had buckling, the up/down angulation plate was dirty, the adhesive on the bending section cover was detached causing this component to fail water-tightness, the bending tube was damaged, the universal cord was dented, the hand grip was dented, and the control unit was dirty. During functional testing, the distal end was sheared which caused the component to fail electrical continuity testing. The up/down direction angulation control performed outside of specifications; this was caused by a worn angle wire. The angulation control lever also had excess play. The investigation is ongoing. A supplemental report will be submitted upon completion of investigation.